Event description:
It was reported the distal tip of the .018 guidewire included in this kit detached in the pt during attempted access for a percutaneous liver drainage procedure. During withdrawal of the guidewire through the entry needle, resistance was encountered. Following removal of the guidewire from the pt, it was discovered the distal tip of the guidewire had detached in the pt and is believed to be embedded in the pt's liver. Percutaneous access attempts were unsuccessful and the pt underwent a surgical drainage procedure. No retrieval of the detached segment was attempted. The pt's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis is available. It was indicated the guidewire was withdrawn through the entry needle and resistance was encountered. Co believes user technique and pt anatomy contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "caution: withdrawal of the .018/.038 wire should be smooth and without resistance. If resistance is felt, carefully remove wire(s) and system and unit...advance .018" wire through entry needle into site. Remove needle. Advance accustick system over .018" wire into position."